Event description:
It was reported that the foley catheter which the customer received had only 1 port to control the 2 balloons. Representative described that the foley catheter should have two ports for two balloon inflation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. A potential root cause for this event could be, "machine malfunction". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review was not required as a review of the label could not have prevented the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter which the customer received had only 1 port to control the 2 balloons. Representative described that the foley catheter should have two ports for two balloon inflation.